Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, episodes showing non-physiological signals (artifacts) on the atrial and right ventricular channels were observed. The patient did not recall been exposed to powerful electrical machines. Ventricular sensitivity was set to 4 mv during this follow-up.